Event description:
The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered and the infusion set was changed to treat the bg. The root cause for the reported issue is unknown.